Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. As received, the monitor was resetting. The cause for the resets was isolated to an intermittent bga solder connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began (B)(6) 2013. Results will be monitored. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) was resetting.